Event description:
It was reported that the right ventricular lead perforated and caused a pericardial effusion. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4076 implantable pacing lead, (B)(6) 2012.